Event description:
The patient reported on (B)(6) 2014 at 6:15 pm she activated a new pod and her blood glucose, carbohydrate intake and insulin history is as follows. At 2:36 pm she went to the emergency room and upon arrival she was diagnosed with diabetic ketoacidosis. The cannula was bent and it was not properly inserted to the infusion site. The pod was removed and discarded. They placed her on an intravenous therapy of insulin and treated her for dehydration.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the patient's ketoacidosis and hospitalization. The user also reported that the cannula was out of the infusion site. This condition could potential interrupt insulin delivery and may lead to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.